Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The down keypad button was intermittently responsive during testing. There was evidence of keypad adhesive found under the down arrow and ok buttons. Unrelated to the complaint, during evaluation a cracked battery compartment was observed, which has no effect on insulin delivery function. The user guide warns that cracks,chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. It was also observed that the display screen had a dim reddish tint.

Event description:
It was reported that the down arrow button is slow to respond. It was reported the keypad is intact and the pump is not exposed to moisture.